Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer was states there is a leak in the insulin pump. The customer has a blood glucose level was unknown but he customer mentioned that they experienced high blood glucose. The customer states that there is fluid/moisture in the device. The customer wanted assistance with programming their new insulin pump, but stated that they will call back. No further information was provided.